Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that there were automatic mode switch (ams) episodes from far r over-sensing on the patient's pacemaker. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Correction- section b5: the patient was present in the clinic for a routine follow-up.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed the pacemaker exhibited automatic mode switch (ams) episodes due to far r oversensing. No programming changes were performed and the clinic will continue to monitor the patient. There were no adverse consequences to the patient.